Manufacturer narrative:
Initial.

Event description:
It was reported that a user received an ¿unable to proceed¿ alert during fill tubing, consistent with an occlusion-related malfunction, despite a successful dry run to 100 units and after replacing the insert, cartridge, and connect adaptor; on a third supply set the user observed drops and completed the supply change. Symptoms included no reported adverse clinical effects. Outcomes included successful completion of the supply change with replacement supplies provided and user education. Investigation included guided troubleshooting, repeat priming attempts, and component replacement. Investigation of this case revealed that the issue was resolved after changing consumable components, indicating a probable supply-set related flow obstruction during the initial attempts. It was concluded, based on previously established findings for similar reports, that the cause was a transient occlusion or flow restriction related to disposable components.